Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was inserted without difficulty into the eye. The surgeon performed an anterior vitrectomy. After the vitrectomy, the lens would not sit properly in the capsule bag. Surgeon decided to remove the lens. The incision was enlarged and a suture was used to close the wound. No other lens was implanted. The reporter stated the cause of this incident was due to patient related condition.

Manufacturer narrative:
(B)(4) - incision sutured, (B)(4) (lens did not set in eye properly): evaluation results - visual inspection of the returned product found both haptics are bent and piece of the optic is torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a patient related condition and was not lens related. (B)(4).